Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Email address unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that when the doctor was placing the third party restorative abutment, he could not get it to seat fully because of damage to the iimplant's internal hex connection.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. No pre-existing conditions were noted on the product experience report (per). The reported implant is located on tooth # 31 and has been in use for approximately 8 months. The customer did not provide any pictures or x-rays. Complainant reported that when the doctor was placing the third party restorative abutment, he could not get it to seat fully because of damage to the implant's internal hex connection. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.